Manufacturer narrative:
Upon review of the device history record, a conclusion can be drawn that nothing in the manufacturing and packaging processes is likely to have contributed to the complaint. Based on the above investigation, no definite root cause for the complaint is determined. Based on the complaint history, work order search, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Lens was explanted and exchanged on (B)(6) 2015 with same lens model, different diopter, which resolved the problem. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial and there was clear surgical residue debris on the product. Visual inspection found the lens to have no visible damage. Dimensional and functional inspection found the lens is in specifications. (B)(4). Date of report was '12/11/2015'. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No. Lens remains implanted. (B)(4). Method -(process evaluation): - work order search. Results - (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion -(unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.0/+2.5/x001 diopter, in the patient's left eye (os) on (B)(6) 2015. The reporter indicated the lens had an unexpected refractive outcome. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.